Manufacturer narrative:
(B)(4). Investigation - evaluation. A review of complaint history, device history record, documentation , instructions for use (IFU), specification, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: due to thin-wall construction, extreme care must be exercised during manipulation and withdrawal. Catheter insertion through a synthetic vascular graft should be avoided whenever possible." "The possible whiplash effect of the long, soft catheter tip must be considered during selective angiography." "Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." The visual examination reported the device confirms material degradation of the beacon tip this product is in scope of the beacon tip recall. A CAPA has previously been opened to investigate this failure mode. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints.

Event description:
During the case the radiopaque tip of the catheter broke off from the shaft leaving the tip in the superior mesenteric artery. It was completely snared and retrieved. No known adverse effect to patient was reported.

Manufacturer narrative:
Patient age at time of event was not provided. Weight of patient at time of event was not provided. (B)(4). Event is currently under investigation.

Event description:
During the case the radiopaque tip of the catheter broke off from the shaft leaving the tip in the superior mesenteric artery. It was completely snared and retrieved. No known adverse effect to patient was reported.